Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: generalized illness, capsular contracture. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a patient underwent an unspecified breast surgery with unspecified mentor smooth saline breast prostheses and suffered several unexplained systemic symptoms, including chest pains, trouble swallowing, rashes, and hives on the neck. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. Additionally, it was reported that the patient developed bilateral capsular contracture (baker grade unknown). As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2023. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 10-jan-2024, mentor received additional information about the event. Additional systemic symptoms that the patient suffered post implantation were reported, including inflamed milk ducts, joints locking up, headaches, and hair loss. The patient believes that she had developed breast implant illness. Manufacturer¿s reference number: (B)(4).